Event description:
A customer observed positively biased amon qc results on the 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the calibrator responses and calibration parameters are atypical compared to expected values. The customer refused to continue troubleshooting, and discontinued testing of amon on the analyzer. Root cause of the event could not be determined.